Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 526 mg/dl. They treated via manual insulin injection and the patient's blood glucose dropped to 325 mg/dl. Troubleshooting occurred for the high blood glucose. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined due to lack of a tubing clamp. The device had also alarmed motor error. The rewind was successfully completed. A self test was completed as well. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.